Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (failed detect and treat test) has been confirmed. Upon investigation, the monitor would not connect to the charger. The failure was isolated to contamination on multiple components of the ca board including the rear response button switch and j101. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.